Manufacturer narrative:
Patient information not available for reporting. PMA 510k: this report is for an unknown prodisc-l polyethylene inlay/unknown lot. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a prodisc-l implant on (B)(6) 2018 due to an expelled polyethylene inlay (unseated slightly from inferior endplate) as well as the implant migrating a few millimeters anteriorly. Surgical delay and patient outcome are unknown. This report is for one (1) unknown prodisc-l polyethylene inlay. This is report 2 of 3 for (B)(4).